Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an high out of range shock impedance measurements. This rv lead was successfully capped and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.